Event description:
It was reported that the system displayed a collimator iris error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator iris potentiometer. The system operates as intended.